Event description:
The following article was received based on a literature review: article: combined ab interno viscocanaloplasty (abic) in openangle glaucoma: 12-month outcomes a retrospective study was done to analyze the safety profile and efficacy of ab interno viscocanaloplasty (abic) for the12 month period post-operation. A total of 41 open-angle glaucoma patients (n=54 eyes) were included in the study, which involved the catheterization of schlemm¿s canal with a flexible microcatheter that is subsequently withdrawn while compressed healon gv was steadily injected to viscodilate the canal. Intraoperative complications included: descemet membrane detachment (n=2 eyes), iris trauma (n=1 eye). Postoperative complications included: iop spikes (n=12 eyes), self-resolving endothelial blood stain (n=1 eye), iris atrophy (n=1 eye), fibrin plug (n=1 eye), additional glaucoma surgery (n=7 eyes). All cases considered as surgical failure (n=19 eyes) were all due to uncontrolled iop with some requiring filtering surgery (n=7 eyes). No further interventions were reported, no further details provided. A copy of the article is provided with this report.

Manufacturer narrative:
Age (years): 73.1 ± 9.1. Patient weight: information unknown/ not provided. Gender: 28 (52%). Date of event: exact date not provided, article acceptance date is (B)(6) 2021. Lot number: information unknown not provided. Expiration date: unknown since lot number was not provided. UDI number: unknown since lot number was not provided. If implanted, give date: not applicable as healon gv is not an implantable device. If explanted, give date: not applicable as healon gv is not an implantable device. Therefore, it was not explanted. Telephone number: unknown/ not provided. Device manufacture date: unknown, as the lot number was not provided. Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed and the reported event cannot be confirmed.. Manufacturing record evaluation: the manufacturing record could not be performed and complaint history were not reviewed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Citation: gillmann, k., aref, a., niegowski, j., l., baumgartner, jm., combined ab interno viscocanaloplasty (abic) in open-angle glaucoma: 12-month outcomes. (2021). International ophthalmology volume 41, pp.3295¿3301. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.